Event description:
It was observed that during the device evaluation, the duodenoscope exhibited residual liquid in the distal end and foreign material on the forceps elevator. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the foreign material findings could not be identified. Based on the results of the investigation, the most likely cause was also not established. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in tjf-q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q180v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide updates to fields g1 and h4.

Event description:
No additional information received from customer.